Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: investigators performed rewind, load, and prime no alarms. Opened pump and removed from case. Inspected lead screw and motor drive assembly. No defect found. The display was faded and pink. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display is faded and pink. This report is made based on results of investigation completed on (B)(6) 2014.